Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a compromised force sensor system alarm while attempting to prime. Customer's blood glucose was 110 mg/dl. Troubleshooting found the customer's drive support cap was protruding. The customer could not recall whether or not they had pressed on the cap while connected. Customer also stated they were unable to exit from the preparing to prime loop. Customer stated they did not drop or bump their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.